Manufacturer narrative:
The reported event of device deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported through email on (B)(6) 2021, a 30 mm amplatzer pfo occluder was chosen for procedure at (B)(6) hospital. During the procedure, the device "did not function properly." When we opened the device the left side it had a rounded shape and did not sit well while attempting to position. A new, 30 mm amplatzer pfo occluder was used and the procedure was successful. The patient remains stable and the device has been reported as discarded and won't be returning.